Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 59ml fill 1: 3004ml drain 1: 2589ml fill 2: 3004ml drain 2: 2192ml fill 3: 3004ml drain 3: 5794ml the reported drain volume of 5794ml was 193% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The actual device was returned to the manufacturer. However the cycler was repaired before testing was conducted. There were no discrepancies noted during the repair. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Repaired before testing.